Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system failed to perform a 3d navigated spin. The manufacturer representative (rep) onsite changed to the foot pedal and moved the detector manually. A second attempt a 3d spin worked fine. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. (B)(6) 2023 e1 (rep, for): no new information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that multiple generator not ready errors displayed in logs which affected the ability to complete scans. Hd scan stopped on 624 projections and terminated early. The customer had multiple boot ups in order to complete scans. Ps1 was tested. There was voltage drift which caused the issues. The connections were reset. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.